Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a CT on (B)(6) 2017 confirmed multiple embolic cerebrovascular accidents (cvas). The inr at that time was supratherapeutic in the 3.5-4.0 range. The patient was not moving left arm/hand, however was eating solid foods. It was reported that the patient has had a very complicated course including tamponade. The patient was discharged to a long-term acute care hospital (ltach) facility. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed low flow alarms; however, a specific cause could not conclusively be determined. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Isolated low flow alarms were noted on 14nov2017 and 22nov2017 when the estimated flow dropped below a threshold of 2.5 lpm. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.